Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent a gynecological procedure in order to treat stress urinary incontinence and bladder spasms and mesh was implanted. The patient underwent the concurrent procedure of cystoscopy during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, bleeding, and dyspareunia. It was reported that patient underwent mesh removal on (B)(6) 2013. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.